Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2022. The insulin pump was received with a blank display after battery installation due to misaligned battery tube caused by a crack at the battery compartment and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. Unable to perform the displacement test due to blank display. The insulin pump was cut open to perform a visual inspection and no damage or moisture damage noted on the electronic assembly, motor, or force sensor. Realigned the battery tube into place and the insulin pump powered up successfully verifying the misaligned battery tube caused the blank display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case pillowing keypad overlay, crack at the battery compartment, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display was due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was crack and damaged. The location of damage was the battery compartment. The type of damage was crack. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.